Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), fixation difficulties were noted. When the device was attempted to be recaptured, alignment could not be achieved. The tether on the delivery system was suspected to be cut when the recapturing attempts were forced. Suspected expansion button defect. Both the leadless ipg and delivery system were attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc2avr1 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc2avr1-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc2avr1-delsys] (serial: (B)(6). D9: yes, return date: 12-feb-2025 h3: yes product event summary: the full delivery system was returned and analyzed. The bond on the deployment button hub on the delivery system released. The lumen of the delivery system was torn. There was a deployment issue with the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. Device deployment could not be performed as the deployment button hub bond had released from the outer shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.